Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19660465. Product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 370486.

Event description:
It was reported that the patient leads had migrated following a fall. The patient was experiencing undesired stimulation, unknown if the fall was device related. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.